Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 40-50 mg/dl. Cause of low bg was due to administering a manual injection in addition to the bolus requested and delivered by the customer prior to the low. Customer consumed carbohydrates and juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.